Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the healing collar wound not seat in the implant. The customer also mentioned that they were able to seat another healing collar in the same procedure.

Manufacturer narrative:
One zimmer eztetic® healing collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for 3.1mmd eztetic¿ dental implants, healing screws and healing collars¿ 9225 rev 1-07/17. Information identified: step 8 ¿ prepare the implant for healing: two-stage surgical protocol: select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The top surface of the healing collar is etched with three numbers to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an implant. The alleged event was confirmed following inspection. The product was functionally tested. It was noted that the healing collar was not able to thread with a mating drive feature. A root cause for this complaint could not be determined.